Event description:
The customer stated that she was hospitalized due to seizures and low blood glucose levels, with a reading of 57 mg/dl. The customer stated that the insulin pump was exposed to an MRI and CT scan. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with a constant alarm during seating due to a faulty component on the interface board. Unable to complete the functional testing including the displacement, rewind, basic occlusion, occlusion, prime and no delivery tests.